Manufacturer narrative:
Date of event is estimated. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00046. It was reported that one of the patients lead had low impedances and the other had high impedances. Surgical intervention was undertaken on (B)(6) 2023 where the leads were explanted and replaced. Therapy was restored post-op.